Event description:
It was reported that pacemaker was explanted and replaced due to unknown product performance issues. Another lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that pacemaker was explanted and replaced due to unknown product performance issues. Another lead was implanted. No adverse patient effects were reported.